Manufacturer narrative:
H2: updated information in b5. H3, h6: part of the reported device was received for evaluation. A visual inspection revealed three devices were returned in a single original packaging with the batch number of the complaint on the label. The t1, t2, and sutures were not returned for any of the devices. The variable depth straw has been trimmed on each. Bio debris is present. A functional evaluation could not be performed because both implants, of all three devices, have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, both ts (t1& t2) of three ultra fast fix were deployed simultaneously. Following this the ts were removed from the patient with graspers, and the procedure was successfully completed using a competitor device, the name of the competitor was mitek. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported devices were received among another device for evaluation. A visual inspection revealed they were returned in a single original packaging with the batch number of the complaint on the label. The t1, t2, and sutures were not returned for any of the devices. The variable depth straw has been trimmed on each. Bio debris is present. A functional evaluation could not be performed because both implants, of all three devices, have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, both ts (t1& t2) of the ultra fast fix were deployed simultaneously, and this situation occurred in five consecutive products. Following this the ts were removed from the patient with graspers, and the procedure was successfully completed using a competitor device, the name of the competitor was mitek. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).